Event description:
Total right hip replacement. During the procedure, the threaded tip of posterior inserter broke off and was left in the stem component. Md made aware. Additional testing/surgery was performed. Diagnosis or reason for use: return to operating room.